Event description:
It was reported that this pacemaker was an attempted implant due to noise, impedance issues and connection issues. The physician opted to replace the device and a new one was successfully implanted. No adverse patient effects were reported. It is expected to receive this device for analysis.